Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have solid circle on top of display screen. Customer reported to have had battery longevity issues. Alarm history showed a battery out limit alarm, bad battery alarm low reservoir alarm and off no power alarm. Customer's blood glucose was unknown. Troubleshooting was performed and display returned and battery test alarm was cleared. Customer reported that low battery was not received prior to off no power alarm. Customer was advised to monitor insulin pump.